Manufacturer narrative:
The device was returned to olympus for evaluation after the it was reprocessed according to the device's instructions for use (IFU). The forceps channel was found to be clogged. In addition to the findings reported in the following non-reportable malfunctions were identified: the bending angle is out of specification, due to elongation of the angle wire; scratches on various parts of the device; the forceps plug cap was scraped off, due to external factors. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported an unspecified issue with the stent of the olympus evis lucera duodenovideoscope. There were no reports of patient harm associated with this event. The device was inspected prior to use and the issue was observed during an unspecified therapeutic procedure. No reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection. -[inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 9. Inspect the guidewire locking groove of the forceps elevator for stain. -[inspection of the objective lens cleaning function]. -[inspection of the instrument channel and forceps elevator]. 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. ¿chapter 3 preparation and inspection. -[inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 9. Inspect the guidewire locking groove of the forceps elevator for stain. -[inspection of the instrument channel and forceps elevator]. 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 4.confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a use different scope. No further information was able to be provided.